Event description:
A malfunction alarm occurred, and it was labeled as "malf 0." There was no reported impact on the customer's blood glucose level, as the customer declined to provide specific details. Technical support guided the customer in resetting the pump, which resolved the issue, and the customer was advised to contact support again if the malfunction recurred.